Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. One bravo ph capsule delivery device and one capsule were received for investigation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The customer reported they had a fail to attach. The reported condition was confirmed. The investigation found the device was broken in procedure by user mishandling. The investigation identified the cause of the reported event to be user mishandling. If information is provided in the future, a supplemental report will be issued.